Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volbella¿ with lidocaine and vistabel® (botox®). Hcp states that the patient "probably got an anaphylactic shock due to the treatment". Patient was treated at hospital with "med 1 dose of adrenaline, without increasing symptoms, under observation and not in need for more injections. Patient was transferred to a neurological department with suspicion that this seizure could have happened due to cerebral causes". Symptoms ongoing.